Event description:
The physician reports being unable to properly position the crystalens intraoperatively. No lens damage reported, cause of lens positioning issue unknown. Intervention was performed in order to enlarge the original incision and remove and replace the lens. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.